Event description:
The dental implant fx3810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 24 days after implantation. The patient has no significant medical history. The doctor noted pain during explantation. The patient required another surgical intervention.